Manufacturer narrative:
The investigation could not determine a root cause for the issue. Possible causes were identified as air in the sample channel, leakage current coming from the waste or an old and/or expired electrode. As there were 11 results in one group, it is assumed that there was aproblem with air in the reference line. The instrument is now working according to specifications.

Event description:
The customer received questionable ion selective electrode results for sodium (na) and chloride (cl) for 13 samples beginning around 19:59 on (B)(6) 2012 and lasting for approximately 4.5 hours overnight. Of the 13 samples, six were deemed to be erroneous and corrected reports were issued. There was no adverse event. All results are in mmol/l. Patient 1: original na result was 124, and the original cl result was 114.1. The sample was repeated on another cobas 6000 c501 analyzer (c501) serial number: (B)(4). The repeat na result was 140, and the repeat cl result was 103.7. Patient 2: original na result was 115, accompanied by a data flag. The sample was repeated on the same analyzer and the na repeat was 129. The sample was then repeated on c501 serial number (B)(4). The repeat na result was 136. Patient 3: original na result was 132, and original cl result was 126.2. The sample was then repeated on c501 serial number (B)(4). The repeat na result was 140, and the repeat cl result was 103.3. Patient 4: original na result was 123, and original cl result was 116.4. The sample was then repeated on c501 serial number (B)(4). The repeat na result was 141, and the repeat cl result was 104.6. Patient 5: original na result was 125, and the original cl result was 127.3. The sample was then repeated on c501 serial number 0749-10. The repeat na result was 142, and the repeat cl result was 94.8, accompanied by a data flag. Patient 6: original na result was 123, and the original cl result was 122.7. The sample was then repeated on c501 serial number (B)(4). The repeat na result was 139, and the repeat cl result was 103.0. The lot number of the na electrode and the cl electrode in use was unknown. The field service representative could not duplicate the issue. The customer had performed weekly maintenance after receiving the erroneous results. After weekly maintenance, calibration and qc were run by the customer without error. The field service representative inspected the fluidics and ise assembly. He also performed precision checks.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.